Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a total ankle replacement. Sometime post-op it was reported that the tibial tray has loosened posteriorly via radiograph. The surgeon states this is do to the patient having a metabolic disorder. He further states that it not the fault of the implant design.